Event description:
A report has been received that an iol implanted in the right eye of a pt has since been explanted & replaced due to opacification. Visual acuity noted as 20/50 right eye before exchange. Corneal status immediately post-op noted as slight bedewing. Prognosis good. Condition not yet stable, visual acuity 20/40 with slight inflammation, iop (intra-ocular pressure) okay, astigmatism reducing at one week follow up visit. No further info has been provided.

Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing, and found to be in compliance.